Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. It appears that the tip was exposed to some type of excess force causing it to break.

Event description:
It was originally reported that loop was badly formed. Upon preliminary evaluation on 4/24/07, the device was found to have a broken tip. Broken tips produce straight shots. Complaint is now an MDR.